Event description:
It was reported that the surgeon pulled the plunger back, the bag closed but the support arm bent and stuck out. The surgeon could not remove the gallbladder because of the support arm and had to make a mini incision to remove the instrument and the gallbladder.